Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic pain (severe)"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), haemorrhagic cyst ("hemorrhagic cyst") and adhesion ("severe adhesions") in a 34-year-old female patient who had essure (batch no. C76462(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone (depo provera) since 2005 to december 2014 for contraception as well as citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), pantoprazole (protonix), pregabalin (lyrica) and trazodone. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (total hysterectomy followed by bilateral salpingo-oophorectomy), surgery (total abdominal hysterectomy), surgery (hysteroscopy with nova sure ablation), surgery (right salpingo-oophorectomy robert) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, haemorrhagic cyst, adhesion, vaginal haemorrhage, dysmenorrhoea, migraine, headache and complication of device removal had not resolved. The reporter considered adhesion, complication of device removal, dysmenorrhoea, haemorrhagic cyst, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on 30-jun-2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On 12-nov-2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Current weight : 185 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is not valid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic pain (severe)"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), haemorrhagic cyst ("hemorrhagic cyst") and adhesion ("severe adhesions") in a 34-year-old female patient who had essure (batch no. C76462(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 1998, 22-(B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. *on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Previously administered products included for an unreported indication: morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2014 for contraception as well as citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), pantoprazole (protonix), pregabalin (lyrica) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), complication of device removal ("complications from your essure removal procedure") and depression ("depression"). The patient was treated with surgery (hysteroscopy with nova sure ablation, total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy robert and total hysterectomy followed by bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, haemorrhagic cyst, adhesion, vaginal haemorrhage, dysmenorrhoea, migraine, headache and complication of device removal had not resolved and the anxiety, ovarian cyst and depression outcome was unknown. The reporter considered adhesion, anxiety, complication of device removal, depression, dysmenorrhoea, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Discrepancy noted regarding removal -it was mentioned that she had underwent surgery in previous follow up and in present follow up its mentioned that if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Current weight : 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: results: negative. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received. Event added: depression. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic pain (severe)"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), haemorrhagic cyst ("hemorrhagic cyst") and adhesion ("severe adhesions") in a 34-year-old female patient who had essure (batch no. C76462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone (depo provera) since 2005 to (B)(6) 2014 for contraception as well as citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), pantoprazole (protonix), pregabalin (lyrica) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (total hysterectomy followed by bilateral salpingo-oophorectomy), surgery (total abdominal hysterectomy), surgery (hysteroscopy with nova sure ablation), surgery (right salpingo-oophorectomy robert) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, haemorrhagic cyst, adhesion, vaginal haemorrhage, dysmenorrhoea, migraine, headache and complication of device removal had not resolved. The reporter considered adhesion, complication of device removal, dysmenorrhoea, haemorrhagic cyst, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on(B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or palpitations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or palpitations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Current weight : 185 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Outcome of the events updated to not recovered/not resolved incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic pain (severe)"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), haemorrhagic cyst ("hemorrhagic cyst") and adhesion ("severe adhesions") in a 34-year-old female patient who had essure (batch no. C76462(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone (depo provera) since 2005 to (B)(6) 2014 for contraception as well as citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), pantoprazole (protonix), pregabalin (lyrica) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). On (B)(6) 2015, 11 months 11 days after insertion of essure, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (total hysterectomy followed by bilateral salpingo-oophorectomy), surgery (total abdominal hysterectomy), surgery (hysteroscopy with nova sure ablation), surgery (right salpingo-oophorectomy robert) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, haemorrhagic cyst, adhesion, vaginal haemorrhage, dysmenorrhoea, migraine, headache and complication of device removal had not resolved and the anxiety and ovarian cyst outcome was unknown. The reporter considered adhesion, anxiety, complication of device removal, dysmenorrhoea, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Discrepancy noted regarding removal -it was mentioned that she had underwent surgery in previous follow up and in present follow up its mentioned that if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative hysterosalpingogram - on (B)(6) 2015 total bilateral occlusion on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Current weight : 185 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received: mental anguish and ovarian cyst events was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic pain (severe)'), uterine haemorrhage ('abnormal uterine bleeding'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia)'), haemorrhagic cyst ('hemorrhagic cyst') and adhesion ('severe adhesions') in a 34-year-old female patient who had essure (batch no. C76462(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. *on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Previously administered products included for an unreported indication: depo provera from 2005 to (B)(6) 2014, morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2014 for contraception as well as escitalopram oxalate (lexapro), eszopiclone (lunesta), pregabalin (lyrica), proton pump inhibitors and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), complication of device removal ("complications from your essure removal procedure"), anxiety ("mental anguish"), depression ("depression / increased depression") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (hysteroscopy with nova sure ablation, total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy robert and total hysterectomy followed by bilateral salpingo-oophorectomy/right salpingo-oophorectomy robert). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, haemorrhagic cyst, adhesion, vaginal haemorrhage, dysmenorrhoea, migraine, headache and complication of device removal had not resolved and the anxiety, ovarian cyst, depression and genital haemorrhage outcome was unknown. The reporter considered adhesion, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Discrepancy noted regarding removal -it was mentioned that she had underwent surgery in previous follow up and in present follow up its mentioned that if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Current weight : 185 lbs. Patient received treatment for: pelvic pain, genital bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: results: negative. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event gen. Abnormal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic pain (severe)'), uterine haemorrhage ('abnormal uterine bleeding'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia)'), haemorrhagic cyst ('hemorrhagic cyst') and adhesion ('severe adhesions') in a 34-year-old female patient who had essure (batch no. C76462 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. *on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Previously administered products included for an unreported indication: depo provera from 2005 to (B)(6) 2014, morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2014 for contraception as well as escitalopram oxalate (lexapro), eszopiclone (lunesta), pregabalin (lyrica), proton pump inhibitors and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), complication of device removal ("complications from your essure removal procedure"), anxiety ("mental anguish"), depression ("depression / increased depression") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (hysteroscopy with nova sure ablation, total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy robert and total hysterectomy followed by bilateral salpingo-oophorectomy/right salpingo-oophorectomy robert). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved, the haemorrhagic cyst, adhesion, dysmenorrhoea, migraine, headache and complication of device removal had not resolved and the anxiety, ovarian cyst and depression outcome was unknown. The reporter considered adhesion, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Discrepancy noted regarding removal -it was mentioned that she had underwent surgery in previous follow up and in present follow up its mentioned that if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Current weight : 185 lbs. Patient received treatment for: pelvic pain, genital bleeding, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: results: negative. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic pain (severe)'), uterine haemorrhage ('abnormal uterine bleeding'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia)'), haemorrhagic cyst ('hemorrhagic cyst') and adhesion ('severe adhesions') in a 34-year-old female patient who had essure (batch no. C76462(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. *on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Previously administered products included for an unreported indication: depo provera from 2005 to december 2014, morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) since 2005 to december 2014 for contraception as well as escitalopram oxalate (lexapro), eszopiclone (lunesta), pregabalin (lyrica), proton pump inhibitors and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), complication of device removal ("complications from your essure removal procedure"), anxiety ("mental anguish"), depression ("depression / increased depression") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (hysteroscopy with nova sure ablation, total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy robert and total hysterectomy followed by bilateral salpingo-oophorectomy/right salpingo-oophorectomy robert). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved, the haemorrhagic cyst, adhesion, dysmenorrhoea, migraine, headache and complication of device removal had not resolved and the anxiety, ovarian cyst and depression outcome was unknown. The reporter considered adhesion, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, haemorrhagic cyst, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on 30-jun-2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Discrepancy noted regarding removal -it was mentioned that she had underwent surgery in previous follow up and in present follow up its mentioned that if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Current weight : 185 lbs. Patient received treatment for: pelvic pain, genital bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: results: negative. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and bleeding updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic pain (severe)"), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), haemorrhagic cyst ("hemorrhagic cyst") and adhesion ("severe adhesions") in a 34-year-old female patient who had essure (batch no. C76462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1998, (B)(6) 2000, (B)(6) 2005), fibromyalgia, gerd, carpal tunnel release and gallbladder operation. Denied alcohol and tobacco use. Previously administered products included for an unreported indication: morphine and zofran. Past adverse reactions to the above products included urticaria with morphine and zofran. Concurrent conditions included obesity, hypothyroidism, premenopausal menorrhagia, pelvic adhesions (severe), ovarian cyst (enlarged right ovarian mass/cyst), hemorrhagic ovarian cyst and left lower quadrant pain. Family history included breast cancer and diabetes. Concomitant products included medroxyprogesterone (depo provera) since 2005 to (B)(6) 2014 for contraception as well as citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), eszopiclone (lunesta), pantoprazole (protonix), pregabalin (lyrica) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (total hysterectomy followed by bilateral salpingo-oophorectomy), surgery (total abdominal hysterectomy), surgery (hysteroscopy with nova sure ablation), surgery (right salpingo-oophorectomy robert) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, haemorrhagic cyst, adhesion, vaginal haemorrhage, dysmenorrhoea, migraine, headache and complication of device removal outcome was unknown. The reporter considered adhesion, complication of device removal, dysmenorrhoea, haemorrhagic cyst, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, there is no evidence of endometrial hyperplasia or malignancy. The left had 2 coils and right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2015, uterus and cervix, hysterectomy: -endometrial scarring with chronic inflammation and scattered hemosiderin laden macrophages, consistent with prior endometrial ablation. - cervix: mild chronic cervicitis with squamous metaplasia and nabothian revealed gross description: the specimen is received in formalin and labeled with the patient's name and designated as "uterus and cervix." The specimen consists of a hysterectomy specimen without adnexa weighing 45.7 grams and measuring b.3 x 4.4 x 3 cm in size. The serosal surface demonstrates multiple iatrogenic punctures. The serosa is otherwise unremarkable. The endocervical mucosa is tan and velvety with punctuate areas of hemorrhage. A slit-like cervical as 1 cm in diameter is noted. The endocervical canal demonstrates unremarkable tan trabeculae mucosa. The endometrium demonstrates areas of plush endometrium as much as 0.3 cm in thickness with tan brown discoloration. The myometrium demonstrates foci of trabeculated soft tissue. No lesions are identified. The myometrium measures as much as 1.1 cm in thickness. Representative sections are submitted in 8 cassettes: a 1, anterior ectocervix; a2, anterior lower uterine segment; a3, posterior ectocervix; a4, posterior lower uterine segment; a5-a6, anterior endomyometrium; a7-ab, posterior endomyometrium. On (B)(6) 2015, right ovary and fallopian tube, excision: - ovary showing a prominent hemorrhagic luteinized follicular cyst, small follicular cyst and apparent involute corpora luteum as well as few corpora albicans. - fallopian tube showing no pathologic features revealed gross description: received in formalin labeled with the patient's name and designated "right fallopian tube and ovary" are multiple irregular fragments of tan pink soft tissue ranging in size from 1 to 6 cm in greatest dimension. The fragments appear consistent with a fragmented ovary with the largest piece measuring 4 cm in greatest dimension. The serosal surfaces are tan pink, smooth and glistening with focal petechial hemorrhage. The largest fragment is attached to a portion of fimbriae fallopian tube. Sectioning through the fragments of the presumed ovary reveal focal areas of hemorrhage and otherwise a tan pink cut surface. Possible ruptured cystic structures are identified with smooth cyst wall linings. No excrescences or papillations are noted. The attached fimbriae fallopian tube measures 3.5 cm in length with a maximum diameter of 0.5 cm. The serosal surfaces are tan pink, smooth and glistening with no lesions noted. The fallopian tube ends in a blind pouch consistent with prior tubal ligation. Sectioning reveals an unremarkable lumen. Representative sections are submitted in four cassettes with presumed ovary in 1/3 and tube and fimbriae in a4. On (B)(6) 2016, left ovary and fallopian tube, resection:- fragmented ovary showing a hemorrhagic corpus luteum cyst, follicular cysts, corpora albicans and serosal adhesions. - left fallopian tube: few foci of epithelial hyperplasia revealed gross description: the specimen is labeled with the patient's name and designated "left fallopian tube and ovary". The specimen is received in formalin and consists of a fragmented ovary with adherent soft tissue measuring 6 x 3.5 x 1.4 cm. The serosal surface is tan pink, mottled and roughened with areas of adherent soft tissue, fibrous adhesions and areas of hemorrhage noted. The presumed fimbriae fallopian tube measures 0.4 cm in length with a maximum diameter of 0.8 cm is noted along the serosal surface. Sectioning through the ovary reveals collapsed presumed cystic structures measuring up to 2.5 cm. No excrescences or papillations are noted. Focal areas of residual ovarian parenchyma are noted. Representative sections are submitted in four cassettes with ovary and tube in a1/3 and fragment¿s of ovary submitted with fimbria in a4. Current weight : (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia and uterine bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received. The reporter information was updated. This case concerns 34 year old patient. Lab data was added. Her historical, historical medication, family history and concurrent conditions were added. Essure indication was amended. Essure explantation date was added. Her concomitant medications were added. Events: abnormal bleeding (vaginal/menorrhagia) and dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic cyst ("hemorrhagic cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhagic cyst (seriousness criterion medically significant) and adhesion ("severe adhesions"). The patient was treated with surgery (total hysterectomy followed by individual salpingo-oophorectomies). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, haemorrhagic cyst and adhesion outcome was unknown. The reporter considered adhesion, haemorrhagic cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successfully occluded. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.